Event description:
According to the reporter during a laparoscopic total hysterectomy, the 3 devices were difficult to toggle and unload. It was noted that the product kept sticking, one of which was the needle got stuck and would not come out. Finally it was released and the needle ended up dropping out of the instrument. A new handle and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.